Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer passed away in the hospital on (B)(6) 2016. Customer had a bad cough and paramedics were called after customer fell in her assisted living home. Customer was admitted into the hospital on (B)(6) 2015. Customer's blood glucose at the time of admittance was 43 mg/dl. Customer's blood glucose at time of death was unknown. Customer's cause of death was (B)(6). Customer also had kidney complications and congestive heart failure. Insulin pump was removed from customer by hospital personnel when customer was admitted. Reason for insulin pump removal was unknown. Customer was not wearing insulin pump at the time of death. Customer was not wearing sensor at the time of death. Caller agreed to return insulin pump.